Event description:
It was reported that the user interrupted a supply change after rewinding the pump and could not navigate back to the fill tubing function until guided by support, after which insulin delivery resumed; the user employs inset 23 infusion sets. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery without alerts or alarms. Investigation included customer troubleshooting and education on correct supply change steps. Investigation of this case revealed user difficulty with device operation during the supply change workflow with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user procedural error.